Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified red particle material on the shell and an opening. Device patch with lot number 2654049. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been replaced with non-allergan device.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening, red particles on the shell, and flat creases. Weight measurement identified device was underweight. A microscopic analysis was performed which identified: a sharp opening on the radius. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp opening on the radius assessed as unidentified (tear) opening.